Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side breast implant deflation and right side capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient unspecified breast augmentation with a 380cc mentor smooth round high profile on the left and with unknown size unknown saline implant on the right. This patient was presented with left side breast implant deflation and right side capsular contracture; baker grade unknown. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number: 3503500; serial number: (B)(4) on the left side and catalog number: 3503500; serial number: (B)(4) on the right side. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 7/15/2019, mentor became aware that patient was presented with bilateral cutaneous contour deformity, along with left side deflation. Hence, field patient code has been updated. This report is for the patient¿s left-sided device. On 7/23/2019, device evaluation was completed. Device evaluation summary: the analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).